Event description:
Dealer stated the end user alleges that the upholstery ripped down the stretch seam. Dealer stated the end users' bottom ended up on the cross braces. Dealer stated there were no reported injuries pertaining to the incident.